Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the pressure dome of a flowmeter came off from the main body when the device was put into operation (pressurized). There was no injury of a person reported.

Manufacturer narrative:
Two pressure domes were returned for investigation. It can be confirmed that the plastic part broke in the area of the thread by which it is screwed into the main body of the flow meter. No information could be obtained in regard to the method of reprocessing that was used during the product life time. Dräger has received a number of similar reports in the past. The majority of the cases was related to reprocessing with incompatible chemicals since the polycarbonate material is susceptible to alcohols and other organic substances which can cause tension cracks. There are however other root cause scenarios or contributing factors known. Impact of mechanical shock or a too high force by which the pressure dome was screwed into the flow meter body may have caused a pre-damage that was maybe accelerated by the repeated exposition to cleaning and disinfection agents. Based on the available material and information it is impossible to distinguish between these scenarios. The product is subject to regular inspections by the user prior to use and has to undergo routine checks every three years by trained personnel. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to initial MFR. Report #9611500-2017-00362.